Event description:
A report was received that the patient had back spasm when the amplitude of the stimulation was increased. The physician applied lidoderm patches to the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.